Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, they found the device leaking and was broken below the y-piece, it was also stated that there was a blood loss. Nothing unusual observed before use and the product was explanted, a new acute catheter was implanted to continue procedure. There was no reported patient injury.